Event description:
Use of hepatic artery infusion pump manufactured by intera failed to work properly. The pump by the manufacturer is supposed to "pump" 1 cc/day of fluid from the reservoir through the catheter. The pump failed to pump appropriately resulting in the need to remove the pump surgically and replace it with another pump that is now functioning correctly.